Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery depleted quickly and was warm to touch while charging. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.